Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and the filter was found to have dirt black color with buildup of dirt/dust particles. An investigation was performed and the product anal ysis technician reported that the root cause was isolated to the dust contamination in the muffler intake filter and expected wear of the filter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's compressor became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) confirmed the reported problem and replaced the gui (graphical user interface) latch, rotor and muffler filter. The unit passed all testing and operates within manufacturer's specifications.